Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg became inoperable around the time that the patient had an unrelated surgical procedure, prio to which the ipg was not set to surgery mode. It is unknown whether the ipg became inoperable prior to or following the unrelated surgery. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.